Manufacturer narrative:
The investigation into the product damage (sterile sleeve damage) and the optical signal issues has been completed since the original report was filed. The device was not returned. The root cause of the sterile sleeve damage and the optical signal issue was not determined since product was not returned and insufficient clinical information was provided.

Event description:
The user facility reported a 60-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant reported the patient was on impella 5.5 support due to having cardiogenic shock and the patient was waiting for a heart transplant. During support, there was impella positions unknown alarms. The impella position was confirmed on echocardiogram (echo). Additionally, the sterile sleeve became separated from the white touhy borst.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The customer also reported an optical sensor issue. No further information available.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation for the optical signal issue has been completed. The investigation optical signal issue has been completed. Product was not returned for investigation. Data logs were investigated. Impella position alarms were observed throughout the case. No placement signal low or not reliable alarms were seen. No other issues were observed in the pump. The root cause of the optical signal issue was not determined since product was not returned and insufficient clinical information was provided. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. G1 updated with correct MDR reporting contact email . D4 model number updated. D6a/d6b updated with additional information. F6 and f8 should have been left blank. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-06754.